Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that there is a leaking at connection ends when solution is pushed through even after tightening.

Manufacturer narrative:
It was reported that there was a leak. One photo was taken by the customer that shows where the leak happened on the set but does not verify the customer complaint. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5310 lot number 23129271 was performed. The search showed that a total of 43203 units in 1 lot number was built on 19dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.